Event description:
It was reported that during an unknown procedure, the fast fix could not be used after opening. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t2 is bent but not broken. The t1 is missing the tip. The suture knot is tightened down. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation showed the actuator will cycle as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material characteristics found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.